Event description:
It was reported that a hardware removal was performed involving a tibial nail and 4 unknown locking screws. The patient had experienced knee pain and pain around the proximal and distal locking screws. The original implant was in october 2013. The procedure was completed successfully without delay or patient harm. This report is for 4 unknown locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 4 unknown locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.